Event description:
The patient had foot surgery on the (B)(6) 2012. By (B)(6) 2012, he started to go into withdrawal. The patient got sick; he had "nausea, shakes, and jumping around." He went by ambulance to the hospital. He was fine when he was given medication and sent home, but the next day he went into withdrawal again. As of date of this report, the patient had been in the hospital for the last 3-4 days. The patient wanted the pump checked. The next pump refill was scheduled for (B)(6) 2012. The patient hadn't heard any alarms. The device system was delivering morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
It was later reported that the patient was hospitalized for 20 days in (B)(6) 2012 because the pump ¿broke¿. The pump was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial #(B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).